Event description:
It was reported that the ventilator graphic user interface (gui) upper display became unreadable. There is no report of patient involvement, serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter pcbs, and upgraded the software to the current revision to resolve the issue. The unit passed all tests and calibrations per the service manual.(B)(4)